Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number 491433, expiration date 02/28/2014). (B)(6).

Event description:
Customer reportedly received results of hi (greater than 33.3 mmol/l) and hi on the mobile system, and a result of 9.3 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the aviva system was not returned.